Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material may be a bristle of cleaning brush. The foreign material may have been unremoved because the device was not reprocessed properly by the following leak. We could not specify cause of the foreign material remaining in the subject device. A definitive root cause cannot be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.